Manufacturer narrative:
Evaluation results and conclusion: infection prior to stent graft placement.

Event description:
A talent stent graft was implanted in a pt for treatment of a ruptured abdominal aortic aneurysm. Aneurysm size at the time of implant unk. The physician treated the pt emergently, however, the physician did not know that the pt had an infection in the ruptured aneurysm prior to stent graft placement. The pt returned and the physician elected to explant the stent graft. No clinical sequelae were reported and the pt is fine.